Event description:
It was reported that a cadd solis pump was delivering inaccurate amounts during testing. No patient injury was reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. The tamper seal label was noted to be missing. Scratches and cracks were found on the lcd lens screen. A review of the event history log was unable to confirm the reported event. Accuracy and functional tests performed, which were able to replicate or confirm the reported event. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The inaccurate delivery was determined to be related to the expulsor being out of mechanical specifications. The expulsor was replaced in order to bring the delivery into more nominal of a range. Manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.